Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after default signal light in red, the jaws were washed by surgical assistant and one of the jaws broke but stayed in his hand. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after default signal light in red, the jaws were washed by surgical assistant and one of the jaws broke but stayed on his hand. Surgeon changed the battery and generator but no results. As the procedure was going to finish they didn't take an other device and finished with monopolar device and current. There was no patient injury.